Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 21 mg/dl and a concussion. The customer was treated with intravenous fluids of saline and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the customer was using pump supplies beyond labeling. Tandem technical support (cts) informed customer that using pump supplies for more than 48 to 72 hours and cold insulin were off label per the user guide. System check with cts confirmed that the pump and related supplies were operating as intended. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text: device not returned.